Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was replaced. Upon explant, fluid loss was noted due to a hole on the cuff. There were no patient complications.